Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator f or parkinson's dual and movement disorders. It was reported that the patient had not been able to charge her implant all the way up to 100%. The patient was only seeing it reach the 75th percentile on the recharger and not going past it, patient services reviewed this was a part of the device's normal function. The caller reported they ran through troubleshooting steps with the patient and they were getting 6-8 coupling bars when charging. There were no patient symptoms or further complications reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative via a healthcare professional reported that the patient's charging issue has been resolved. It was stated that the patient was looking at the wrong screen on the patient programmer (pp), with them seeing the battery life on the pp and not the implant. No further complications are anticipated.